Event description:
The physician prepared a wilson-cook howell dash direct access system sphincterotome for use. The reporter indicated that the cutting wire broke during use. No patient injury was reported.